Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot#: v267033, implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 02-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the ins was removed on (B)(6) 2021 but a note from the patient's hcp stated that a "small piece of it broke off" and was still implanted in the patient. The hcp who reported the event was unable to confirm what "it" referred to. No symptoms or further complications were reported or anticipated.